Event description:
It was reported to philips that the device failed to deliver a shock during an operational check. There was no patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in the lab. J16 pins were found to be lifted and completely detached from the pca resulting in defib test failure during operational check.